Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other prostar device referenced is being filed under a separate medwatch report.

Event description:
It was reported that a suture placement of a common femoral artery was attempted with two prostar xl devices via a 10f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, during removal of the needles from the hub using a hemostat, the needles of the two prostar xl devices could not be removed. The sheath was upsized to a 18f and the aaa procedure was completed. The sutures of a third prostar xl were successfully preplaced to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: evaluation summary: a review of the complaint history did not indicate a lot specific quality issue.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficulty removing the needles from the barrel was not confirmed as the needles were successfully removed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulty removing the needles could not be determined. Factors that contribute to difficulty removing the needles from the barrel post needle deployment include, but not limited to, manufacturing, user techniques (poor choice of instrument used to extract needle, steep deployment angle). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.